Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a parallel lines of shell wear were observed on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell wear suggesting in-vivo folding or creasing of the device may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 , it was noticed that the following information was erroneously omitted from the previous report: expiration date - 8/31/2008. Device manufacture date - 8/1/2003. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 150cc and experienced bilateral rupture postoperatively. Rupture was confirmed via MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 200cc, catalog number 3502001bc, serial numbers (B)(4) on (B)(6) 2019. This report is for the left side.